Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump tubing was not returned for analysis so the clinical observation of a hole in the tubing could not be confirmed. The pump underwent functional testing and did not pass activation testing. This could have caused or contributed to the reason for explant.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the tubing between the pump and right cylinder . No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the tubing between the pump and right cylinder. No patient complications were reported.